Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device diagnostics included data from erroneous dates in 1990 and 1991. Technical services suggested the user clear the diagnostics to resolve the issue, but this action was not taken. The patient did not experience any adverse consequences as a result of the issue.